Event description:
It was reported that the patient was experiencing swelling on the back of the foot that is causing blisters and bleeding.

Manufacturer narrative:
The device was returned for investigation. As received, device was able to power on and charging and pass post. Device completed 3hrs treatment of heating test. No damage noted to system. System operates as designed. DHR was reviewed during the investigation and all units from the work order passed inspection.